Manufacturer narrative:
Argus case: (B)(4).

Event description:
Some accidentally being swallowed/goes to my throat [accidental device ingestion]. Feels like you will choke [choking sensation]. Makes me feel sick [sickness]. I used too much/had to re-apply after 90 minutes to two hours [device use issue]. Feeling of nausea [nausea]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 11917d, expiry date 28th february 2023) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. In (B)(6) 2020, the patient started poligrip cushion comfort. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking sensation, sickness, device use issue, nausea and product complaint. On an unknown date, the outcome of the accidental device ingestion, choking sensation, sickness, device use issue and product complaint were unknown and the outcome of the nausea was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion, choking sensation, sickness, device use issue and nausea to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: initial and follow up information processed together. Consumer reported about poligrip cushion & comfort denture fixture 40g. It was absolutely rubbish. She did as said in the box, however, it oozes everywhere and goes to her throat. It felt like you would choke. Made her sick. It did not work. It was not good enough. She had used poligrip for years. She had tried with the new one the first tube and used half of it and did not work. Cushion and comfort was this new one, it was a gel. If you did not use too much it wont stay in your dentures. Follow up information was received on 09 jan 2021: product started just after christmas day, cannot remember exact date and cannot remember exact stop date but she thought she used it 5 - 6 days, with varying degrees of [?]unsuccess' and feeling sick after using [?]too much' as it oozes out from her dentures, into her mouth with some accidentally being swallowed. Incidentally, using too little (the amount shown on the box) resulted in having to reapply after 90minute - 2 hours. She had not seen a hcp as once she stopped using the product, her feelings of nausea subsided. She could not remember the exact name of the poligrip product she used previously - automatically bought it. She think it was the regular type, with two different flavours - fresh mint and flavour free if that helps.

Manufacturer narrative:
Argus case (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 61-year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 11917d, expiry date 28th february 2023) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. In (B)(6) 2020, the patient started poligrip cushion comfort. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking sensation, sickness, device use issue, nausea and product complaint. On an unknown date, the outcome of the accidental device ingestion, choking sensation, sickness, device use issue and product complaint were unknown and the outcome of the nausea was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion, choking sensation, sickness, device use issue and nausea to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: initial and follow up information processed together. Consumer reported about poligrip cushion & comfort denture fixture 40g. It was absolutely rubbish. She did as said in the box, however, it oozes everywhere and goes to her throat. It felt like you would choke. Made her sick. It did not work. It was not good enough. She had used poligrip for years. She had tried with the new one the first tube and used half of it and did not work. Cushion and comfort was this new one, it was a gel. If you did not use too much it wont stay in your dentures. Follow up information was received on 09 jan 2021: product started just after christmas day, cannot remember exact date and cannot remember exact stop date but she thought she used it 5 - 6 days, with varying degrees of unsuccess and feeling sick after using too much as it oozes out from her dentures, into her mouth with some accidentally being swallowed. Incidentally, using too little (the amount shown on the box) resulted in having to reapply after 90minute - 2 hours. She had not seen a hcp as once she stopped using the product, her feelings of nausea subsided. She could not remember the exact name of the poligrip product she used previously - automatically bought it. She think it was the regular type, with two different flavours - fresh mint and flavour free if that helps. Follow up information was received on 09 feb 2021 from quality assurance (qa) department regarding complaint ((B)(4)) (complaint reference) for ((B)(4)) lot number. Summary and conclusion. The investigation reports concluded that, complaint stands complaint inconclusive.